Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that the "screw was screwed into the bone, with the screw head at the edge canceled." It is reported that the event did not result in a delay of over thirty minutes. It is reported the procedure was completed by replacing the screw. It is reported no foreign body was retained by the patient and all pieces were removed.

Manufacturer narrative:
Current information is still insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Additional information was requested and received: it is reported that, "the screw was screwed into the bone; while doing that, the head of the screw broke off at the edge of the bone." It is reported that no parts fell into the patient. It is reported that a screw driver was used to remove the screw from the bone. It is reported that the surgeon did not remove any portion of the patient's bone in order to retrieve all parts of the screw. It is reported the surgeon created a new hole for the screw replacement. It is reported the appropriate surgical technique was used. It is reported the event resulted in a delay of less than five minutes.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product identities have been confirmed in the evaluation. The three screws were viewed under a digital microscope and it was seen that all of the threads remain intact, but a section of the screw head is broken off; therefore, the complaint is confirmed. The most likely underlying cause of this complaint was determined to be excessive force being applied to the head of the screw during insertion. The screw could not be functionally tested due to the damage on the screw. The instructions for use (IFU) states in the warnings section, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." The IFU also states in the precautions section, "2. Incorrect alignment or fit of the screw driver to the screw head may increase the risk of damage to the implant or screwdriver. 3. Excessive torque can cause the screw to fracture. 4. Self drilling screws may fracture, bend or break if used in a bicortical application." There are no indications of manufacturing defects.